Event description:
It was reported that patient had a "failed ventricular lead." No further information was obtained through follow up with the physician office. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.